Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had an infection at the lead sites. Surgical intervention was undertaken wherein the sites of infection was filled with antibiotics to address the issue.

Manufacturer narrative:
A patient had an infection at the lead sites was reported to abbott. Surgical intervention was undertaken wherein the sites of infection was filled with antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.